Event description:
It was reported that an ilet user found the insulin cartridge empty after recently filling it with 180 units and removing it, and the user suspected a faulty device or a problem with the cartridge or supply change load. Symptoms included none and the user reported that blood glucose levels were not affected. Outcomes included no medical intervention, no hospitalization, and no impairment. Investigation included complaint review and user education on troubleshooting and proper cartridge loading. Investigation of this case revealed no device alarms and no available device or cartridge for evaluation. It was concluded that the event could not be confirmed and the root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.